Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the left ventricular lead exhibited increased capture threshold. It was noted that the lead dislodged. The lead was explanted and replaced. No patient symptoms were reported.

Event description:
New information indicated the patient was in good condition post procedure.